Event description:
It was reported that the pt presented to the ER with headaches, nausea and vomiting. The pt was scheduled for surgery due to the possibility of a shunt malfunction. Upon exploring the ventricular catheter, it was noted that the snap base of the catheter was quite loose. Both pieces could be easily retrieved, and a new catheter was placed. The pt was taken to recovery in stable condition and no complications were noted.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.